Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned strips: lo and e-2. Reported defect not reproduced on returned meter. Returned product was forwarded to r&d chemistry for root-cause; r&d investigation completed, and root cause selected. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 27-may-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-3) and low blood glucose test results. The customer is concerned with test results from results obtained of 20 and 21 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-110 mg/dl and expected pm fasting blood glucose test result range is 200-230 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 05/31/2022 and open vial date was not disclosed. The product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 135 mg/dl and 133 mg/dl using true metrix go meter; customer was satisfied with the results obtained. The meter memory was reviewed for previous test result history: result 1: 20 mg/dl date:5/19/2021 time: 7:57am fasting. Result 2: 21 mg/dl date: 5/19/2021 time:7:53am fasting. Result 3: 121 mg/dl date: 5/18/2021 time: 1:21pm fasting. Result 4: 66 mg/dl date: 5/18/2021 time: 7:23am fasting. Result 5: 207 mg/dl date: 5/17/2021 time: 9:29pm fasting.